Manufacturer narrative:
H6: previous patient code 3191 - other used for ¿revision to the mesh¿ was reported based on the original complaint and is no longer applicable per gore¿s investigation. H6: updated method code 1 and results code 1. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital. (B)(6) , do. Operative report. Preoperative diagnoses: multiple ventral hernias. Diastasis recti deformity. Postoperative diagnoses: multiple ventral hernias. Diastasis recti deformity with attenuated rectus fascia. Small lipoma anterior abdominal wall, which was excised. Procedure performed: laparoscopic ventral hernia repair with dual mesh. Complications: none. Specimen to the lab: none. Estimated blood loss: less than 15 ml. Drains: none. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and general intubation-type anesthetic administered by the anesthesia department. The abdomen was prepped and draped in a sterile fashion. Ancef 2 grams IV push is administered on induction of anesthetic. A transverse incision is made in the subxiphoid region and carried down through skin and subcutaneous tissue to the anterior rectus sheath. The sheath is divided sharply and the peritoneum elevated between hemostats and severed with scissors. The trocar sheath was passed into the peritoneal cavity and the abdomen insufflated with carbon dioxide gas to a pressure of 15 mmhg. A 0 degree laparoscope was passed. The patient has actually three different hernia defects from the umbilicus up and these are dissected out using 5 mm graspers. To facilitate this, I placed a 5 mm grasper along the lateral border of the right rectus sheath at the level of the umbilicus, the second 5 mm port was placed in a mirror image in the left rectus sheath just lateral to it at the level of the umbilicus. I am able to dissect out these three separate hernia defects. They are relatively small defects, but the fascia is attenuated in this region and I think that the best thing to do is to buttress this anterior abdominal wall with a larger mesh prosthesis. The 24 x 19 cm mesh prosthesis is selected and this is dual mesh with the tissue and growth side and a gore-tex peritoneal side. I removed the subxiphoid trocar sheath and rolled this mesh around a 5 mm grasper. I am able to introduce this mesh into the peritoneal cavity easily and re-introduce the trocar sheath into the subxiphoid region. I placed a 0 prolene suture in the exact center of this mesh to bring it up against the area where these hernias exist, just above the umbilicus. The mesh is then unrolled, using 5 mm graspers under direct laparoscopic visualization so that the white tissue and growth side is against the anterior abdominal wall and the brown peritoneal side is against the viscera. The retention suture was then grasped with a suture passer and brought up against the anterior abdominal wall. The mesh is then tacked circumferentially around the anterior abdominal wall with a 5 mm protack tacker, putting in the tacks at 1 cm apart along the edge of this mesh prosthesis. It lies perfectly against the anterior abdominal wall with the slightest tension and is in excellent position. I placed a few extra sutures to bring it into approximation to the anterior abdominal wall in the mid portion of the mesh around the hernia defect. I did cut and remove the retention suture during the placement of these tacks. The mesh is in excellent position. All hernia defects are very widely covered. He does have this diastasis recti deformity which of course is not a true hernia. It is covered with this mesh prosthesis. The patient understands that this may or may not reduce the appearance of the diastasis recti deformity and this had been discussed with him in detail preoperatively. Additionally, there is an area high on the anterior abdominal wall, just below the xiphoid region where there is an area that I felt might be a hernia or might be a lipoma. There is no hernia defect associated with this, and I make a small incision over this and dissect out a small lipoma and this is consistent with a lipoma and not sent to the pathologist. The ports were all removed under direct laparoscopic visualization. Hemostasis was excellent. There was about a 15 ml blood loss during this procedure. Please note that the patient is also noted to have a history of primary biliary [illegible] and may do even sludging in the gallbladder. The liver looks pristine laparoscopically, as does the gallbladder. The ports are removed. The 12 mm port site is closed with a 0 vicryl fascial suture in a figure-of-eight fashion and the skin is closed with 4-0 biosyn subcuticular sutures and dermabond. The skin is infiltrated with 0.5% marcaine. The patient is awakened and brought to the recovery room in stable condition. He has tolerated the procedure well¿. Counts: all counts have been reported as correct before I leave the operating room. (B)(6) 2012: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial with holes. Ref catalogue number: 1dlmcph06. Lot batch code: 9426006. W.l. Gore & associates. Exp: 2014. Amount: 1 ea. Location: abdomen. The records confirm a gore® dualmesh® plus biomaterial with holes (1dlmcph06/9426006) was implanted during the procedure. (B)(6) 2014: (B)(6) hospital. (B)(6) , md. Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Procedure performed: exploratory laparotomy. Lysis of adhesions. Resection of 1 foot of small bowel. Primary anastomosis. Complications: none. Estimated blood loss: minimal. Findings: the patient had both an internal hernia as well as bowel that was adhesed to the anterior abdominal wall at the site of the mesh causing a complete small bowel obstruction. Indications: mr. (B)(6) is a 70-year-old male who presented to the ER on sunday of this week complaining of abdominal pain. The patient was admitted for a partial small bowel obstruction and treated with conservative management. The patient failed conservative management and was taken to surgery today. Description of procedure: ¿after he was consented, he was taken to the or and placed supine on the operating room table and prepped and draped in the usual sterile fashion. An ng tube was placed by dr. Fowler and the patient was prepped and draped in the usual sterile fashion. An attempt to place a foley was done, but his prostate was too large and we were unable to get that prior to starting the procedure. A midline incision was made using a #10 blade scalpel, and using electrocautery, dissection through the subcutaneous fat down to the fascia. There was a large piece of mesh that was encountered. I was able to get below this and enter the peritoneal cavity. The mesh was then divided and the abdominal cavity was inspected. The patient had a clear transition point where there appeared to be an internal hernia as well as adhesions to the anterior side of the mesh which was causing kinking in the bowel, causing a complete obstruction. There was a clear transition point at this time. The bowel was then freed from the underside of the mesh using sharp dissection and the internal hernia was reduced. The small bowel was then run from the ligament of treitz all of the way down to the terminal ileum where it entered the cecum. The bowel that had been adhesed to the anterior site of the mesh was very dusky and scarred down with lots of narrowing in the spot. Therefore, the decision was made to resect this portion. Approximately 1 foot of small bowel was resected. A primary anastomosis, side-to-side end anastomosis using a gia stapler was created. The dilated bowel was milked back to the stomach and this was all suctioned out through the ng tube. Again, once the decision to resect the bowel was made, two blue load gia staplers were placed across the bowel where it was supposed to be resected, and fired. Enseal was used to cut the mesentery and remove the portion of the bowel. The anastomosis was then created as a side-to-side end anastomosis using a blue load endo-gia followed by closing the enterotomy using a 60 ta stapler followed by imbricated 3-0 silk sutures to reinforce the enterotomy closure site. The anastomosis was wide open and patent upon completion of this. There was no bleeding. The mesenteric defect was then closed using a running 0 vicryl suture to reduce the chance of internal hernia. The bowel was then reduced back into the peritoneal cavity and was irrigated with copious amounts of sterile saline. This was all suctioned out and the effluent was all clear upon completion of this. The fascia, including the mesh, was then reapproximated using #1 pds suture (2 of these) one proximal and one distal were used and there were met in the middle to close the fascia. The wound was then irrigated and the skin was closed with staples. The patient tolerated the procedure well and was taken to the pacu. Plan: in the pacu, dr. Turner is going to try to place a foley so we can monitor his urine output through his postoperative care. The patient tolerated the procedure well and will be admitted to the acute care ward for postoperative care¿. Records span (B)(6) 2012 to (B)(6) 2014. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 9426006. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). (B)(4). Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial with holes instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, bowel obstruction, bowel resection and revision to the mesh. Additional event specific information was not provided.